Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a manufacturing and sterilization issue, for which corrective action was initiated. There are warnings in the package insert that these types of events can occur and risks are addressed in associated risk documentation. No further action is required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown endotoxin, vanguard cr ilok fem-lt 75, catalog #: 183034, lot #: j3815100. Biomet cc cruciate tray 83mm, catalog #: 141236, lot #: j3755190. And e1 vngd as tib brg 16x83, catalog #: ep-189126, lot #: 184510. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient experienced swelling. An aspiration was performed on an unknown date and the surgeon noted the fluid appeared to be clear. However, results have not been received to date. Attempts have been made and additional information on the reported event is unavailable at this time.